Event description:
Mitch email notification received, it was reported that "revised an exeter/mitch combination thismorning". Right hip. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).